Manufacturer narrative:
Device evaluation will begin when the device is received. Device evaluation will begin when the device is received.

Event description:
It was reported that the core impaction drill heated up. No further information was provided.

Event description:
It was reported that the core impaction drill heated up. No further information was provided.

Manufacturer narrative:
The reported event was duplicated. Upon disassembly for visual inspection the service technician observed a coupler worn.